Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pump was damaged and experienced low blood glucose level. The customer¿s blood glucose level was not above 50 mg/dl. The customer was assisted with troubleshooting. Customer stated that the housing was cracked on the battery compartment of pump and the o-ring is missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer could not to troubleshoot for low readings. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with missing retainer ring and reservoir tube lip o-ring. It was received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer. The device was received with cracked case on the back at the battery tube area, belt clip rail case corner, cracked battery tube threads and cracked keypad overlay at select button. The device was received with minor scratched display window, case, keypad overlay and stained keypad overlay. It was received with traces of corrosion at the battery tube.